Event description:
The customer reported to olympus, the camera head cable was twisted. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the camera head had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, found: no cable submersion image output, no output of inundation image captured by the head part, head main body flooded and cable part cable twist. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to failure caused by flood in the cable and inside of the imaging. The cause flood could not be determined. Olympus will continue to monitor field performance for this device.